Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead and the right ventricular (rv) lead were unable to reach the right position and had fixation difficulty. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.